Event description:
Patient reported that her cadd legacy pump alerted with "batteries depleted" message. She changed the batteries, but the problem was not fixed. Pump also got wet and she thinks the cassette may have leaked and caused the problem. Patient did not experience any adverse effects due to pump malfunction. New pump will be shipped to patient with return box for malfunctioning pump. Patient does not have the cassette to return. No other info known.